Manufacturer narrative:
The explanted device was discarded, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this aortic bioprosthetic valved root, after the device was implanted and the patient was taken off of the cardiac bypass pump, bleeding at the aortic root was noted. Cardiac bypass was resumed, and a tear below the leaflet of the noncoronary cusp was located. The device was explanted and replaced successfully with a device of the same model. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.